Event description:
The user facility reported that there was an issue with a 6fr angio-seal vip device. Additional information was received on 19sept2023: the procedure for the patient was a coronary angio and percutaneous coronary intervention (pci). A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The device was not sitting very well and therefore, they did not feel comfortable deploying the actual seal. Manual pressure was used for hemostasis. There was no blood loss, and the patient was stable.

Manufacturer narrative:
A2: date of birth: 1978. D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: inventory clerk. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).